Manufacturer narrative:
Device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and no obstruction nor occlusion was detected. A functional test could not be performed due to the condition of the received product. The root cause of the reported failure cannot be determined due to the sample not being in condition to perform a thorough investigation. No corrective actions are required since the complaint was not confirmed. There were no relevant findings detected in the DHR.

Event description:
Information was received indicating that during priming the tubing on a cadd pump, the tubing primed to filter and then the pump alarmed "distal occlusion." Per reporter no distal occlusion was present. It was reported that it was not possible to clear the alarm and continue to prime. A new tubing set was used and primed with no further issue. No adverse patient effects were reported.